Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not being alarmed false, random and unexplained no delivery alarm, battery life diminished, insulin pump had squirted out insulin during the prime, insulin pump seems to be louder, inaccurate readings and had connection issues. Customer's blood glucose value was unknown. Customer declined to report to 24 hour technical support. The devices will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm, a33 error or no delivery anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.